Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 33.5, 48.5 94.0 and 96.0 cm from the proximal end. The embolization coil was intact with the pusher assembly. Offset coil winds were present on the proximal and distal ends of the embolization coil. The introducer sheath was not returned for evaluation. Conclusions: evaluation of the returned smart coil revealed offset coil winds and pusher assembly kinks. If the device is forcefully advanced against resistance, damage such as these may occur. The smart coil introducer sheath and the non-penumbra microcatheter identified in the complaint were not returned for evaluation; therefore, the root cause of the resistance could not be determined. During functional testing, the smart coil was re-sheathed with a demonstration introducer sheath and was able to advance out of the distal tip without an issue. Subsequently, the smart coil was advanced through the hub of a demonstration microcatheter without an issue but was unable to advance through completely due to resistance caused by the pusher assembly kinks. Further evaluation revealed additional pusher assembly kinks. These kinks were likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the renal arteries (ra) and gastroepiploic arteries using penumbra smart coils (smart coils) and two non-penumbra microcatheters. During the procedure, the physician successfully implanted twelve smart coils into the gastroepiploic artery and moved on to the ra to implant additional coils. Upon advancement of the next smart coil to the middle of the microcatheter, the physician encountered strong resistance. The physician then attempted to re-advance the smart coil several times; however, the issue persisted and the smart coil would not advance further. Therefore, the smart coil was removed. The procedure was completed using seven additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.